Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had excessive bleeding which required 2 units of blood transfusion and hospitalization. The physician reported that the bleeding would have likely occurred via another modality because the target lesion was abutting the pulmonary vein. A part of the pulmonary vein was biopsied, and the site was thought to be the source of the bleeding. The target lesion was described as a large mass in the left upper lobe (lul). The patient was kept intubated after the ion assisted lung biopsy procedure and then underwent a planned left upper lobe (lul) lobectomy to remove the pre-existing large mass in the lul. The total estimated blood loss was 200 milliliters and the patient required 2 units of blood transfusion. The patient spent a couple of days in the intensive care unit (ICU) and was subsequently discharged on the third day. The patient was reported to be at home in stable condition. The patient did not have any comorbid factors that might have caused or contributed to bleeding.